Event description:
The caller reports that the customer was unresponsive. The customer's blood glucose was 80mg/dl on the accu-chek advantage system. The customer usually becomes sweaty if blood glucose is below 70mg/dl. The customer was given orange juice and sugar which she consumed on her own. Over 10 minutes later, the customer's blood glucose result was 75mg/dl (same system). The paramedics were notified. They tested the customer and obtained the blood glucose result of 75mg/dl on the professional meter. The customer was treated with glucose paste. No additional treatment provided. The results of the glucose paste undisclosed. New system sent and return requested.